Event description:
The pump was returned for investigation. Investigation revealed a torn keypad around the ok keypad button. The up arrow keypad button was found to be intermittently responsive. The keypad button cover was removed; contamination was found under the up arrow key contact. The text on the display screen was found to be dim, faded and pink. The battery compartment was also cracked in two places: along the side of the pump from the top of battery compartment midway down towards the case seal and below the bumper to the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was returned and was used to complete investigation. Investigation revealed a torn keypad around the ok keypad button. The up arrow keypad button was found to be intermittently responsive. The keypad button cover was removed; contamination was found under the up arrow key contacts. The text on the display screen was found to be dim, faded and pink. The battery compartment was also cracked in two places: along the side of the pump from the top of battery compartment midway down towards the case seal and below the bumper to the case seal. (B)(6).